Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. The customer reported 11 false reactive results out of 2,560 measurements, which was later adjusted to 10 false reactive results due to a duplicate entry. This adjustment resulted in a calculated specificity of 99.61% (upper 95% confidence limit of 99.81%). No additional complaints regarding low specificity for this kit lot were reported.

Event description:
The initial reporter alleged low specificity when using the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The customer reported 11 false reactive patient sample results out of 2,560 measurements, resulting in an initial calculated specificity of 99.59% (upper 95% confidence limit of 99.79%). Upon review, it was determined that one patient was listed twice as false reactive, reducing the total to 10 false reactive results. This adjustment slightly increased the specificity to 99.61% (upper 95% confidence limit of 99.81%). Of the false reactive results, five samples were positive for hiv antigen (hivag), and five samples were positive for anti-hiv antibodies (ahiv).